Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude measurements, resulting in inappropriate shocks. The shock impedances with the shocks were in the 130 ohms range, but not out of range. When tested, the small amplitudes could not be reproduced, and sensing appeared to be appropriate. Some noise was noted with postural changes of the patient. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which noted the device was reprogrammed and the patient was scheduled for a stress test and further programming changes would be considered. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude measurements, resulting in inappropriate shocks. The shock impedances with the shocks were in the 130 ohms range, but not out of range. When tested, the small amplitudes could not be reproduced, and sensing appeared to be appropriate. Some noise was noted with postural changes of the patient. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which noted the device was reprogrammed and the patient was scheduled for a stress test and further programming changes would be considered. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device system was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude measurements, resulting in inappropriate shocks. The shock impedances with the shocks were in the 130 ohms range, but not out of range. When tested, the small amplitudes could not be reproduced, and sensing appeared to be appropriate. Some noise was noted with postural changes of the patient. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which noted the device was reprogrammed and the patient was scheduled for a stress test and further programming changes would be considered. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device system was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.